Manufacturer narrative:
The product was not available for analysis. A review of the manufacturing route sheets for the involved lot confirmed that this device met quality requirements for product acceptance. Based on the available information, the acute presentation of the patient, the patient significant risk factors, pharmacological factors, vessel/lesion characteristics, and procedural factors may all have contributed to this reported event. Please note, cypher select plus is not distributed in the us; however, it is similar to us distributed cypher product. This is one of three reports submitted for the same patient and event. Please reference MFR report #s: 9616099-2007-02014, 02015 and 02016.

Event description:
This female patient with a history of hypertension, hyperlipidemia, insulin dependent diabetes, connective tissue disease, and a family history of coronary disease was admitted to the hospital with acute non st-elevation myocardial infarction (mi) greater than 72 hours after onset of symptoms. No thrombolytics were administered. The location of the mi was not determined. The patient did not experience carcinogenic shock or arrest. The patient was currently taking aspirin, plavix, statins, and beta-blockers. At the time of admission the patient was given aspirin, plavix, low molecular weight heparin, and unfractionated heparin. No gpiibiiia's were administered. Upon arrival the patient's cardiac enzymes were all within normal limits. The patient was hypertensive with bp = 164/113. The patient was taken to the cath lab where angiography revealed a 90%, de novo, long (48mm) bifurcating, irregular, eccentric, type-b1 lesion in the mid through distal left anterior descending artery. There was no thrombus noted and the vessel was not calcified. Of note, there was an inability to protect the diagonal side branches noted. The lesion was predilated with a 2.5 x 20mm ptca balloon inflated at 10 atms. Three cypher select plus stents, a 2.5 x 28mm, a 2.75 x 18mm, and a 2.25 x 23mm, were implanted within the lesion in overlapping fashion. All stents were deployed to 20 atms. The 2.5 x 28mm stent was post-dilated with a 2.75 x 18mm balloon inflated to 18 atms, to ensure better expansion. The other two stents were not post dilated. During the procedure, a small diagonal branch became jailed by one of the stents and became occluded. Residual stenosis in the lesion site was reported to be 0%, within timi iii noted throughout the stented segment. Heparin was discontinued. The patient was sent to recovery with orders for daily administration of aspirin and plavix. Within 24 hours of the index procedure, the patient's peak ck and ck-mb increased to less than 2 time the upper limits of normal (uln). ECG confirmed a non-q-wave lateral wall mi. This was considered likely related to the occluded diagonal branch. The event was graded as mild in severity and resoled without sequelae. The patient was discharged after two days with orders for daily administration of aspirin, plavix (12 months duration), insulin, statins, and beta-blockers. In summary, this patient was admitted to the hospital with acute non st-elevation, myocardial infarction (mi). The safety and effectiveness of the cypher select plus stent has not been established in the setting of acute mi. Additionally, the patient had multiple base-line risk factors, including diabetes, hyperlipidemia, connective tissue disease and a family history of coronary disease, which put her at increased risk for a major clinical adverse event (mace). The instructions for use (IFU) cautions the user that premorbid conditions that increase the risk of a poor initial result or the risks of emergency referral for bypass surgery (diabetes mellitus, renal failure, and severe obesity) should be considered when making the decision to proceed with pci. The cypher select plus stent is indicated for de novo and in-stent restenotic discrete lesions (length < 30mm). The IFU cautions the user to not exceed the rated burst pressure of the balloon (16 atms) as this may increase the risk of intimal damage. Of note, there was an inability to protect the diagonal side branch noted. The IFU warns that placement of the stent has the potential to compromise side branch patency.